Manufacturer narrative:
Catalog # p7.2-38-35-p-5s-pig-hirata-011480. Evaluation: the device was returned to our facility in two separate segments, in an opened and used condition. The first segment was the distal 10cm of the catheter, and the second segment was approx 6cm of the catheter shaft with two sutures. A visual examination found the device was mfg per spec. Based on the info provided, the complaint device was indwelling for more than the recommended time frame. A review of records found a frequency rate of occurrence to be 0.07%. We will continue to monitor this device.

Event description:
The catheter was indwelled at one hosp in late 2007. The pt was transferred to another hosp in 2008. On the following month, the indwelling catheter was found to be separated and a portion remained in the pt's body. The physician removed it by surgical operation without any difficulty. Additional info provided on 4/16/08 stated this was a ptcd procedure performed on original date. The catheter was implanted from the right intrahepatic duct to the common bile duct. The surgical procedure removing the indewelling catheter was on the following month.